Manufacturer narrative:
DHR was reviewed, and the pump passed all previous tests. On (B)(6) 2024, flowrate issue was observed at zyno medical llc during calibration. This issue is traced to maintenance as there were no preventive maintenance activities performed during 2023. A CAPA has been opened in order to fully investigate and address the root cause of the reported event.

Event description:
During preventive maintenace testing done by a third party vendor, it was discovered that pump had flow rate offset of 2% and slightliy over infused. There was no patient involvement at the time of preventive maintenance.

Manufacturer narrative:
This supplement serves as a correction as part of our retrospective 2024 compliant remediation. Upon reassessment, flow rate failures +5% to + 15% or -5% to -15% would not lead to the harm of a patient. The reported flow rate failure mode has been determined to be non-reportable. The severity of this failure is 1 - inconvenience or temporary discomfort. Reportability assessment: our evaluation concluded that this complaint reported did not pose risk to health to patient, users or bystanders, did not allege a serious injury or death and would not cause or contribute to a serious injury or death if the reported issue recurred. This event is not reportable. Reference to complaint # (B)(4).